Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a pelvis osteosynthesis, two drill bits were bent, and one was broken. The tip of the broken drill bit remains inside the patient. Procedure was completed with no delay. This report is for a 2.5mm percutaneous drill bit. This is report 1 of 1 for (B)(4).

Event description:
Additional event information two (2) units was folded and one (1) unit was broke. The tip of the broken unit remained within the patient and could not be recovered.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 324.210, lot: 33p6645 , manufacturing site: bettlach, release to warehouse date: jan. 23, 2020. A manufacturing record evaluation was performed for the finished device with lot number 33p6645, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.